Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient mentioned having their ins before that did not work. Patient said their healthcare provider (hcp) believes it was not followed up on very well or adjusted properly. After surgery, the patient kept on having to adjust it and it did not seem to work. One time, patient had it adjusted at the hospital and the manufacture representative (rep) went too high and it was unpleasant. It worked for awhile, but then it stopped working so the patient turned stimulation off for months. The patient had their implantable neurostimulator (ins) explanted on an unknown date in 2014 and the patient is having a new trial evaluation; the lead is still implanted. The patient couldn't provide anymore information and said the ins was sent back. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had it turned off for approximately 6 months because it was really not working for patient. The patient had a loss of therapeutic effect. It was noted that patient had a different problem than what it seemed to address". It was indicated that it seemed to work better to start with, but then it didn't work for a long time. The patient wanted to know about explanting her device. "It was causing discomfort and pain in the area where the battery was". The patient stated that she had this pain for "within the last 3 months¿. Information received later indicated that patient was still having concerns regarding their device or therapy, but was working with the manufacturer representative. It was noted that on (B)(6) 2014, she was scheduled to have the device removed. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v799712, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 3093-33 lot# v799712 serial# implanted: (B)(6) 2012 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their device was removed in 2014. The patient stated they thought one of their problems was getting programmed to go to her body, it wasn t programmed properly. The patient stated she was not informed about program use in the past, different people fooled with it and that was why she thought it didn t work and she taken out in 2014 and she felt that was why it didn t work and would have worked much better if they would have known what they were doing. Additional information from the healthcare professional reported they saw the patient on (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Product ID 3093-33 lot# v799712 serial# implanted: (B)(4) 2012 explanted: product type lead product ID 3093-33 lot# v799712 serial# implanted: (B)(4) 2012 explanted: product type lead due to (B)(4) harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. Device code (B)(4) applies to lead (lot#v799712) only. Patient code (B)(6) applies to lead (lot#v799712) only. Device code (B)(4) applies to interstim ii (serial#(B)(4)) and lead (lot#v799712). Eval code method (B)(4), eval code-result (B)(4) , and eval code-conclusion apply to interstim ii (serial# (B)(4)) and lead (lot#v799712). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said the previous device was not working so they had it removed. They further said it was something to do with the wire and it was shocking them. The device not working issue occurred in 2012. No further patient complications have been reported as a result of this event.